Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 301073. Batch # unknown. It was reported that the bd syringe 3ml ll bns had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. The syringe 3ml having brown spots inside the barrel/plunger area. Syringe could not be used. Rest of the pack was able to be used. Item - 301073.

Manufacturer narrative:
One sample and one photo of a 3ml luer-lok syringe (p/n - 301073) were received and evaluated. The loose syringe with an unknown needle included has brownish discoloration on the barrel consistent with embedded foreign matter. The photo shows one loose barrel with the embedded foreign mater condition as described above. The condition observed is non-conforming per product specification. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the embedded foreign matter defect is associated with the molding process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3324413 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defects. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.